Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvis pain (severe)"), genital haemorrhage ("abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 27-year-old female patient who had essure (batch no. D06932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 3 (live birth: (B)(6) 2005, (B)(6) 2007, (B)(6) 2015), kidney stones in 2008, pyelonephritis in 2006, tonsillectomy in 2006 and adenoidectomy in 2006. Patient did not experienced any complications of unintended pregnancy or delivery. Previously administered products included for birth control: depo-provera from (B)(6) 2015 to (B)(6) 2016 and condoms from 2011 to (B)(6) 2015. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included pain, rash urticarial, hives, metrorrhagia, dyspareunia, general anesthesia, vaginitis, vulvovaginitis, numbness in fingers, drug allergy (itching), smoker (every day smoker), alcohol use, caffeine consumption, marijuana use, chlamydial infection and synovial cyst. Family history included cervical cancer (mother) and myocardial infarction (paternal grandfather). Concomitant products included baclofen from (B)(6) 2016 to (B)(6) 2016, hydromorphone hydrochloride (dilaudid) since (B)(6) 2016, ibuprofen (motrin) since (B)(6) 2016, meloxicam from (B)(6) 2016 to (B)(6) 2016, oxycodone since 2016 and vicodin (norco) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding/ prolonged menses/ abnormal, heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), mood altered ("mood changes"), hormone level abnormal ("general hormonal changes") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain/ lower back pain (severe)"), pain in extremity ("digits (fingers) pain (severe)"), abdominal pain ("abdomen pain (severe)") and migraine ("head (migraines) pain (severe)"). The patient was treated with diphenhydramine hydrochloride (benadryl), ibuprofen and surgery (underwent vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, mood altered, hormone level abnormal, vaginal haemorrhage, pain in extremity, abdominal pain and migraine outcome was unknown, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain and alopecia had resolved and the depression had not resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood altered, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a vaginal hysterectomy with bilateral salpingectomy to remove the essure devices. She has been left with abdominal deformity and severe large scarring. Essure worsened a previously existing injury/condition pain. She did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it, after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. After essure insertion on (B)(6) 2016, trailing coils were two to three in the left and right tubes. On (B)(6) 2016, examination: MRI lumbar spine without contrast. Findings: the bona marrow signal was normal. There was no evidence for acute fracture or egamenious injury, the conus terminates at approximately lh2. The cauda equine normal in appearance. The paraspioal musculatura was normal the visualized retroperitoneal structures are unremarkable. Impression: tiny 3-mm extraspinal left facet synovial cyst at l3-4, otherwise normal lumbar spine MRI. Current weight 133 lbs. Approximate weight at the time of essure placement 115 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming genital haemorrhage) and confirmed events dysmenorrhoea, menorrhagia, back pain, mood altered, hormone level abnormal, vaginal haemorrhage, depression, pelvic pain, pain in extremity, abdominal pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvis pain (severe)"), genital haemorrhage ("abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. D06932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 3 (live birth: (B)(6)), kidney stones in 2008, pyelonephritis in 2006, tonsillectomy in 2006 and adenoidectomy in 2006. Patient did not experienced any complications of unintended pregnancy or delivery. Previously administered products included for birth control: depo-provera from (B)(6) 2015 to (B)(6) 2016 and condoms from 2011 to (B)(6) 2015. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included pain, rash, hives, metrorrhagia, dyspareunia, general anesthesia, vaginitis, vulvovaginitis, numbness in fingers, drug allergy (itching), smoker (every day smoker), alcohol use, caffeine consumption, marijuana use, chlamydial infection and synovial cyst. Family history included cervical cancer (mother) and myocardial infarction (paternal grandfather). Concomitant products included baclofen from (B)(6) 2016, hydromorphone hydrochloride (dilaudid) since (B)(6) 2016, ibuprofen (motrin) since (B)(6) 2016, meloxicam from march 2016 to may 2016, oxycodone since 2016 and vicodin (norco) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding/ prolonged menses/ abnormal, heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), mood altered ("mood changes"), hormone level abnormal ("general hormonal changes") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain/ lower back pain (severe)"), pain in extremity ("digits (fingers) pain (severe)"), abdominal pain ("abdomen pain (severe)") and migraine ("head (migraines) pain (severe)"). The patient was treated with diphenhydramine hydrochloride (benadryl), ibuprofen and surgery (underwent vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, mood altered, hormone level abnormal, vaginal haemorrhage, pain in extremity, abdominal pain and migraine outcome was unknown, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain and alopecia had resolved and the depression had not resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood altered, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a vaginal hysterectomy with bilateral salpingectomy to remove the essure devices.she has been left with abdominal deformity and severe large scarring. Essure worsened a previously existing injury/condition pain. She did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it, after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. After essure insertion on (B)(6) 2016, trailing coils were two to three in the left and right tubes. On (B)(6) 2016, examination: MRI lumbar spine without contrast. Findings: the bona marrow signal was normal. There was no evidence for acute fracture or egamenious injury, the conus terminates at approximately lh2. The cauda equine normal in appearance. The paraspioal musculatura was normal the visualized retroperitoneal structures are unremarkable. Impression: tiny 3-mm extraspinal left facet synovial cyst at l3-4, otherwise normal lumbar spine MRI. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming genital haemorrhage) and confirmed events dysmenorrhoea, menorrhagia, back pain, mood altered, hormone level abnormal, vaginal haemorrhage, depression, pelvic pain, pain in extremity, abdominal pain, migraine. Most recent follow-up information incorporated above includes: on 16-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events dysmenorrhea (cramping), lower back pain (severe), abnormal, heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia) were clubbed with previously reported events. Events mood altered, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, depression, pelvic pain, pain in extremity, abdominal pain, migraine, dysfunctional uterine bleeding and device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (underwent vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, menorrhagia and menstrual disorder to be related to essure. The reporter commented: because of the requirement to undergo a vaginal hysterectomy with bilateral salpingectomy to remove the essure devices. She has been left with abdominal deformity and severe large scarring. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report